Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted by the event. Customer declined to complete troubleshooting and continued to use their pump for insulin therapy.